Manufacturer narrative:
Device evaluated by MFR: the sds was not received for analysis. The stent protector was returned with device, the inner diameter of stent protector was measured and was within specification. The stent was received on the product mandrel. There were numerous stent struts throughout the stent that were stretched and distorted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00 x 28 synergy¿ drug-eluting stent, the stent was pulled off the balloon upon removal of the stylet. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00 x 28 synergy¿ drug-eluting stent, the stent was pulled off the balloon upon removal of the stylet. The procedure was completed with another of the same device. No patient complications were reported.